Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED not speaking. Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting with the customer determined that the AED would not power on with the customer's previous battery pack; however, the device powered on when tested with a spare battery pack, though audible prompts were not present. Review of the AED log files indicated that the customer did not address prior red asi warnings in a timely manner, which resulted in reduced battery life expectancy. The cause of the device failing to power on was attributed to inadequate maintenance of the battery pack. The unit was requested for return and underwent bench testing upon receipt. The reported issue was confirmed. Testing also identified that the AED was unable to successfully deliver a shock. Further investigation found damage to a transistor and the speaker, consistent with the device having experienced a drop or significant impact. These component failures contributed to the lack of audible prompts and inability to deliver therapy.